Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited oversensing of supraventricular tachycardia (svt) resulting in delivery of an inappropriate shock. The shock therapy accelerated the patient into ventricular fibrillation (vf). Subsequent therapy was delivered, however, was unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Additionally, high out of range shock impedance measurements greater than 200 ohms were recorded following shock delivery. The patient experienced syncope and "vomitting" as a result of the arrhythmia. Review of the stored episode noted morphology changes and confirmed the oversensing as well as intermittent undersensing that resulted in a delay in therapy for less than 25 seconds. Additional review of stored device memory noted high shock impedance measurements of 199 ohms at implant with non-conversion during defibrillation threshold (dft) testing. Subsequent shock impedance measurements were noted to be within normal limits. Review of the electrode under x-ray noted the position to be suboptimal with the electrode superficial to the sternum. Boston scientific technical services (ts) recommended revising the electrode position, however, the physician chose to implant another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. The electrode and associated subcutaneous implantable cardioverter defibrillator (s-ICD) remain implanted and in service and will be scheduled for future explant on an unknown date. No additional adverse patient effects were reported.